Event description:
On 01 may 2024, senseonics was made aware of an incident where the sensor broke during the sensor removal. All fragments of the broken sensor were successfully removed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor was broken into two pieces during the removal procedure and the endcap was separated from the sensor.the hcp was able to retrieve all the pieces of broken sensor. The RMA was authorized, and all broken pieces were received. A visual inspection was performed on the broken sensor which confirmed the complaint. The breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. User is doing fine. No further resolution was found necessary for this complaint. B4.date of this report 14 june 2024. G3.date received by the manufacturer? 14 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4310,4311.